Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, and the type of the material was confirmed as organic silicone. However, the definitive root cause could not be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white greasy material in the air/ water nozzle. There was no patient involvement.